Event description:
During knee arthroscopically assisted acl repair, the arthrex flip cutter broke in the pt when being used to ream the knee. Arthrex rep was present, and stated he had never seen this before. The product reference number - (B)(4) / lot # 201033509 with an expiration 2017-01. The flip cutter was being used on a drill at the time it broke. All pieces were collected and pieced together, the procedure was still completed and a new flip cutter was opened and used with no problems.